Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with flows reading 0.0 and was completely asymptomatic. A computed tomography angiography (cta) was done of the outflow graft and was negative for an extrinsic outflow graft obstruction (eogo). An echocardiogram was done with an ejection fraction of +/- 40%. They were then taken to the cath lab, which revealed that the contrast moved out of the left ventricle. Log files submitted for review displayed multiple strings of low flows. The event log recorded flows 0.0 liters per minute (lpm) during the entire 8 hour length of the log file history. It was reported that a system controller exchange was performed as the provider thought the flows may have been due to the system controller. Following review of the log files, on (B)(6)024 there was a sharp drop in flow, which may have coincided with a sharp increase in rotor noise. The rotor noise then settled into the normal range, but likely due to the eye clotting off completely. The motor power was only 2.3-2.4 w at 5400 rpm. Following review of the log files from the system controller exchange, it appeared the log continued to capture 0 lpm flow following the exchange on (B)(6)2024. There were no other unusual events recorded in the log file event history. On (B)(6)2024, the bedside nurse reported that the patient¿s flows spontaneously returned around 5:30am. Speed was 5000 rotations per minute (rpm) / flow 10.6 lpm/ power 5.2 watts and pulsatility index (pi) 2.2 in the log file. The event log captured contained low speed advisory alarms due to the set speed 5000rpm was lower the low-speed limit 5400 rpm. The estimated flow was averaging from 8.6 to 10.3 lpm, calculated pi 2 to 2.5 and power 5.2 to 9.4 from 5:14 to 6:02 on (B)(6)2024. The motor instability and harmonic compensation had resolved at 6:02am. Follow up log files were sent after the speed was decreased to 3000 rpms per physician order. Even at 3000 rpms, the flows remained 5.8 lpm. Per the site, flows appeared to be falsely elevated. The event log showed the set speed at 3000 rpm and the low speed 4000 rpm, causing a low-speed advisory. The estimated flow was averaging from 6.1 to 6.3 lpm, calculated pi 3.5 to 4.1, and motor power 1.7 to 1.8w. No motor instability, harmonic compensation noise or any abnormal pump faults seen on the log file. Based on the data visible to us in the log file the mcs equipment is operating as intended electronically and mechanically. The patient underwent a pump exchange on (B)(6)2024. Photos were then submitted of the left ventricular thrombus and the clot within the pump. It was later reported that there were no changes to patient condition or anticoagulation status that may have contributed to the thrombus. There were also no recent changes to pump parameters prior to when the patient presented with 0 flow on (B)(6)2024. The patient did not experience any symptoms due to the decreased flow and thrombus. The patient was not extubated and was recovering in the intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus which would have contributed to the low flow events captured within the submitted log files. A specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported left ventricle thrombus could not be conclusively established. The system controller event log files contained events from (B)(6) 2024 through (B)(6) 2024 as well as (B)(6) 2024, per the timestamps. The system controller periodic log files contained data from (B)(6) 2024 through (B)(6) 2024. Intermittent low flow hazard alarms were observed between (B)(6) 2024 and (B)(6) 2024. Additionally, prolonged low flow hazard alarms associated with an estimated flow value of 0.0 lpm were observed between (B)(6) 2024 and (B)(6) 2024, before and after the reported system controller exchange. On (B)(6) 2024, elevated motor power and estimated flow values were observed. Additionally, multiple lvad fault flags associated with motor instability were observed during this timeframe. No other notable events were captured. The submitted photographs captured the device during and after the reported explant procedure. One of the photographs captured the pump disengaged from the apical cuff during surgery. A tissue like formation appeared to be held with forceps near the apical cuff attachment site. An additional photograph captured the explanted pump with a formation of coagulated blood within the pump outflow. The final photograph captured the explanted pump with a thrombus formation existing within the inflow extension. The formations appeared to be occlusive of the blood flow path and would have contributed to the low flow events captured within the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 4.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The apical cuff was not returned. The cuff lock was returned. Evaluation of the distal end of the inflow extension lumen revealed a red, tissue-like deposition adhered to the lumen wall. This formation appeared to be an extension of the ingested inflow thrombus formation captured in one of the submitted photographs. Visual inspection of the rotor revealed evidence of a red, structured, tissue-like thrombus formation. This formation appeared to have extended from the inflow into the eye of the rotor. The shape of this formation suggests that it was first ingested into the inlet extension and then later came into contact with the rotor, which would have contributed to the low flow and motor instability events observed within the submitted log files. An additional formation of loosely adhered, dark red coagulated blood was observed within pump outflow, consistent with coagulated blood observed in one of the submitted photographs. Loosely adhered, dark red coagulated blood was also observed with the pump cover. These coagulated blood formations appeared to be associated with poor surface washing due to an interruption in flow through the pump. No additional thrombus formations were observed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis, venous thromboembolism, and arterial non-central nervous system thromboembolism. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with flows reading 0.0 and was completely asymptomatic. A computed tomography angiography (cta) of the outflow graft was completed and was negative for an extrinsic outflow graft obstruction (eogo). An echocardiogram was also completed with an ejection fraction of +/- 40%. They were then taken to the cardiac catheterization laboratory, which revealed that the contrast moved out of the left ventricle. Log files submitted for review displayed multiple strings of low flows. The event log recorded flows 0.0 liters per minute (lpm) during the entire 8 hour length of the log file history. It was reported that a system controller exchange was performed as the provider thought the flows may have been due to the system controller. Following review of the log files, on 14oct2024 there was a sharp drop in flow, which may have coincided with a sharp increase in rotor noise. The rotor noise then settled into the normal range, but likely due to the eye clotting off completely. The motor power was only 2.3-2.4 watts (w) at 5400 rotations per minute (rpm). Following review of the log files from the system controller exchange, it appeared the log continued to capture 0 lpm flow following the exchange on 15oct2024. There were no other unusual events recorded in the log file event history. On 26oct2024, the bedside nurse reported that the patient¿s flows spontaneously returned around 5:30am. Speed was 5000 rpm / flow 10.6 lpm/ power 5.2 watts and pulsatility index (pi) 2.2 in the log file. The event log captured contained low speed advisory alarms due to the set speed 5000rpm was lower the low speed limit 5400 rpm. The estimated flow was averaging from 8.6 to 10.3 lpm, calculated pi 2 to 2.5 and power 5.2 to 9.4w from 5:14 to 6:02 on 26oct2024. The motor instability and harmonic compensation had resolved at 6:02am. Follow up log files were sent after the speed was decreased to 3000 rpms per physician order. Even at 3000 rpms, the flows remained 5.8 lpm. Per the site, flows appeared to be falsely elevated. The event log showed the set speed at 3000 rpm and the low speed 4000 rpm, causing a low speed advisory. The estimated flow was averaging from 6.1 to 6.3 lpm, calculated pi 3.5 to 4.1, and motor power 1.7 to 1.8w. No motor instability, harmonic compensation noise or any abnormal pump faults seen on the log file. Based on the data visible to us in the log file the mcs equipment is operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.